Manufacturer narrative:
Citation: bortolotti u et al. The stented porcine bioprosthesis: a 50-year journey through hopes and realities. Ann thorac surg. 2019 jul;108(1):304-308. Doi: 10.1016/j.athoracsur.2019.03.015. Epub 2019 apr 5. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a review of stented porcine bioprosthesis over a 50-year period. All data were collected from a secondary review of previously published studies from 1968 to 2018. The study population included an undisclosed number of patients (demographics not provided). An unidentified number of patients were implanted with medtronic hancock I bioprosthetic valves (no serial numbers provided). Among all hancock I patients, adverse events included: structural valve deterioration, calcification, cusp rigidity, commissural tearing or dehiscence, stenosis, valve incompetence (severity not specified), suboptimal hemodynamics (observed with small valve sizes), thromboembolic complications, and reoperation/redo valve replacement. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.